Manufacturer narrative:
Correction to the literature citation below, inclusion of the journal name. Citation: çakal et al. Treatment of severe mitral regurgitation after failed annuloplasty ring: a journey from complicated trans-septal transcatheter mitral valve replacement to successful simultaneous transapical valve-in-valve implantation and paravalvular leak closure. Anatol j cardiol. Dec 2020; vol 24 (suppl 2): p.2, abstract so-07. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: çakal et al. Treatment of severe mitral regurgitation after failed annuloplasty ring: a journey from complicated trans-septal transcatheter mitral valve replacement to successful simultaneous transapical valve-in-valve implantation and paravalvular leak closure. Dec 2020; vol 24 (suppl 2): p.2, abstract so-07. Earliest date of publish used for date of event. Medtronic annuloplasty product referenced as ¿3d¿ may be the profile 3d (PMA# k073324, product code krh) or the contour 3d (PMA# k101212, product code krh). Earliest approved product of the two was used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with a medtronic ¿3d¿ annuloplasty ring (no serial numbers provided) implanted in the mitral position. Fifteen months prior the patient had been diagnosed with severe mitral regurgitation (mr) which was confirmed again by echocardiography. As the patient was deemed ineligible for surgery by two heart teams, she was scheduled for a transcatheter mitral valve replacement (tmvr). In an initial procedure a non-medtronic transcatheter mitral valve was positioned within the pre-existing ring but unfortunately could not be coaxially centered which caused severe paravalvular mr. Eight days later, in a another tmvr procedure, a second non-medtronic transcatheter mitral valve was implanted within the previously implanted transcatheter mitral valve. Severe mr was still detected which was then successfully treated by closure of a defect with a vascular plug. The patient was discharged home four days after the second procedure. No additional adverse patient effects or product performance issues were reported.